Event description:
Droplet pen needles, ndc 08489-8309-10, are not sharp enough to puncture skin and deliver insulin doses. The patient tried 10-15 needles and they bent externally instead of going into his skin. FDA safety report ID# (B)(4).